Manufacturer narrative:
Age at time of event: 18 years or older.(B)(4).

Manufacturer narrative:
Device evaluated by MFR.: visual examination identified solidified contrast medium in the balloon and inflation lumen. The device was slowly pressurized to its rated burst pressure however; a leak was noted. Microscopic examination identified a balloon pinhole at the proximal end of the blade. No damage was noted to the blades and all of the blades were fully bonded to the balloon surface. The tip of the device was examined and no issues were noted that could have potentially contributed to the complaint incident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MFR. 2134265-2011-01245, 2134265-2011-01243, 2134265-2011-01244. It was reported that during a percutaneous coronary intervention (pci) procedure, a vessel dissection occurred. The concentric target lesion was located in a calcified ostial right coronary artery (rca). The physician placed the 3.5 runway guide catheter and a 185cm kinetix straight tip guide wire. An attempt was made to advance the 2.5mm x 6mm flextome cutting balloon catheter however, the catheter would not cross the lesion. The cutting balloon was switched out for a 2.0mm x 12mm nc quantum apex balloon catheter. The balloon was inflated multiple times. The quantum apex was then switched out and the same 2.5mm x 6mm flextome cutting balloon was advanced distal of the ostium. The balloon was inflated to 6atms on the first inflation and 10atms on the second inflation, for 36 seconds each. The cutting balloon was pulled back into the ostium and inflated to 10atms for 20 seconds. The balloon ruptured and a dissection was noted. The dissection was treated by implanting 3 non-bsc stents in the proximal and ostial rca. The patient was stable throughout the case. No patient complications were reported and the patient's status is fine.

Event description:
Same case as MFR. 2134265-2011-01245, 2134265-2011-01243, 2134265-2011-01244. It was reported that during a percutaneous coronary intervention (pci) procedure, a vessel dissection occurred. The concentric target lesion was located in a calcified ostial right coronary artery (rca). The physician placed the 3.5 runway guide catheter and a 185cm kinetix straight tip guide wire. An attempt was made to advance the 2.5mm x 6mm flextome cutting balloon catheter however, the catheter would not cross the lesion. The cutting balloon was switched out for a 2.0mm x 12mm nc quantum apex balloon catheter. The balloon was inflated multiple times. The quantum apex was then switched out and the same 2.5mm x 6mm flextome cutting balloon was advanced distal of the ostium. The balloon was inflated to 6atms on the first inflation and 10atms on the second inflation, for 36 seconds each. The cutting balloon was pulled back into the ostium and inflated to 10atms for 20 seconds. The balloon ruptured and a dissection was noted. The dissection was treated by implanting 3 non-bsc stents in the proximal and ostial rca. The patient was stable throughout the case. No patient complications were reported and the patient's status is fine.